Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic sys (rio) and the restoris multicompartmental knee sys (mck) on (B)(6) 2011. The surgeon said the pt began to complain of pain and he found it to be progressive avascular necrosis (avn). He said he performed an arthroscopy of the knee and saw there was some osteophyte on the medial edge of the femur, and also aven. The surgeon decided to revise the pt to a total knee.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical. The surgeon stated that the revision was not due to the implants or the placement of the implants, but only due to progressive disease. When he removed the implants, he said they were still secure in the bone although he noted the femoral bone felt soft. He mentioned the medial edge of the poly was worn due to the osteophyte on the medial edge of the femur, but not due to alignment. There is no evidence to suggest the implants or the rio caused or contributed to the event.